Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. Reportedly, the patient has infection but also needs to have a generator change for eri. The physician wants to allow the infection to resolve before doing the generator change. There were no additional adverse patient effects reported. The ra lead remains in service.